Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
Report 6 of 7: it was reported that while using bd vacutainer® safety-lok¿ blood collection set, the holder separated from the needle when attaching the blood collection tube on unspecified number of devices. There was no health impact or consequence reported, sample had to be recollected.

Event description:
Report 6 of 7. It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the holder separated from the needle when attaching the blood collection tube on unspecified number of devices. There was no health impact or consequence reported, sample had to be recollected.

Manufacturer narrative:
Investigation summary : bd received one photo and one video for investigation. The photo was evaluated by visual examination and the customer reported defect was observed. The customer video was also evaluated and the luer adapter (thread) was not screwed into the holder properly before inserting the blood collection tube. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the luer adapter threads were found. Further, the luer adapters of the retained samples of 8 sets were connected to bd single use holder (different holder from the provided photo) and all samples met specifications as no separation or spin off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode of separation during use based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.